Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not recall removing the cartridge during pumping. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. Customer's blood glucose was 111 mg/dl.